Manufacturer narrative:
The monitor was not returned to the manufacturer service center for evaluation. It was reported that at the user facility, the transcoder cord was found to be loose and the image issues were resolved when the transcoder cord was reseated.

Event description:
It was reported that image problems occurred on the monitor during an endoscopic case. There was no injury or other adverse health consequence to the patient.